Event description:
Device 2 of 2: reference MFR report. 1627487-2012-02119.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - review of the DHR found several nonconformances related to the product. However, the affected devices were removed from the lot or reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomalies were not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.